Event description:
Pt was a (B)(6) male with a left middle cerebral artery (mca) m1 occlusion. Physician made two passes with a merci retriever v 2.0 firm. Strong pulling force was applied on the vessel during the second pass. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment and tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Surgical removal of hematoma and cerebral decompression were performed as medical interventions. Physician believes that the cause of the hemorrhage is unk as the hemorrhage was confirmed after the procedure was completed. Physician also stated that it is possible that the pulling force to the vessel with the merci retriever had contributed to the adverse event.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.